Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2010 and mesh was implanted. Additional information was reported that the patient had removal surgery on (B)(6) 2014. It was reported that the patient had a bard ventralight st implanted during the removal surgery. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 4/8/2020. Additional narrative: it was reported that the patient experienced pain and hernia recurrence following surgery.

Manufacturer narrative:
Date sent to the FDA: 4/14/2020.